Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type lead. (B)(4). Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken due to overstress or damage. Only a segment of the proximal end of the lead was returned for analysis. For information regarding the patient's other implanted lead please reference manufacturer report # 6000153-2016-00382.

Event description:
The patient via a manufacturer representative reported that the patient¿s leads had failed. The patient was seen in office by a manufacturer representative where it was noted that the unit wasn¿t working and the leads had stopped functioning and when the impedances were checked they were all over 10,000 ohms. It was also noted that the impedances showed as ¿xxx¿ so it was unclear which elect rodes had impedances >10,000 ohms and which ones showed ¿xxx¿ impedance readings. The patient was taken for a lead revision and the leads and implantable neurostimulator (ins) were replaced. The issue was considered resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
The analysis results were corrected. Updating analysis summary: (B)(4). Analysis of the lead (serial # (B)(4)) found that the stimulation lead body conductor was broken but the anchor site was un known. All wires were broken 18.6 centimeters from the distal end.